Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming. It was reported the end user switched to a new cassette which resolved the issue. No adverse patient effects were reported. No additional information is available at this time.